Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the station drawer was failed and it was unable to stay closed. The field service engineer (fse) had assisted the customer in resolving a failure caused by a rubber band jammed inside a cubie pocket. With the customer logged in, the drawer was carefully pulled out¿just enough to access the affected area without fully exposing the failed drawer. Using a tool, the fse guided the customer to lift the cubie pocket lid while sliding the drawer out, successfully releasing the jammed lid without damage. The system functioned as intended after the field service engineer assisted customer to resolved the issues of the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawers failed to stay close, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawers failed to stay close, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.